Event description:
A report was received that the patient underwent a lead replacement procedure due to lack of coverage.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a lead replacement procedure due to lack of coverage.